Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was not working. Customer stated that they had insulin pump errors. Customer stated that they were able to clear the alarms and did not receive request to rewind the insulin pump. Self test passed. Customer stated the were low because they ate and delivered bolus and stated that might have over deliver the correction bolus. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.